Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar arthrodesis surgery due to spine pain. Intra-op, the instrument was damaged, so the screw did not fit properly. The part of the instrument that fits the screw was bent, which did not allow the perfect fit of the same, making the implantation in the patient unfeasible. No any fragments of the implant remaining in the patient body. No patient complications were reported due to this event.